Manufacturer narrative:
A getinge field service engineer (fse) stated that, due to hospital changing new model philips patient monitor (mx850) and ot room renovation. Onsite connect ext ECG sync cable between cardiosave machine and hospital's new philips patient monitor (mx850). Also testing ext ECG sync cable at ICU room environment. Test result passed. No fault found on machine.

Event description:
It was reported that during new new philips monitor model/hardware ext ECG sync testing, the cardiosave intra aortic balloon pump failed ECG signal test. There was no patient involvement.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.